Manufacturer narrative:
A ge service representative performed an on site investigation. The dvd intermittently does not recognize the none premium disks used by the customer. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system would not save images to disk. No patient injury was reported.